Event description:
Noted post-cystoscopy that the integrity of flexible cystoscopy sheath had been jeopardized with a visible crack in the outer sheath. Scope praised multiple automated leak tests with the veriscan and after further evaluation failed a manual leak test. Scope and veriscan (automated leak tester) were both removed from service immediately. Veriscan was sent to company - medivators for evaluation and didn't find any items to contribute to the errors.